Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 3.0 x 28 mm xience alpine stent in the proximal left anterior descending (lad) artery and a 2.25 x 08 mm xience alpine stent in the mid lad. On (B)(6) 2019, the patient experienced worsening chest pain and was re-hospitalized. In-stent restenosis was noted within the xience alpine stent. On (B)(6) 2019, a revascularization procedure was performed and on (B)(6) 2019, the event was noted as resolved. No additional information was provided.